Event description:
Analysis concluded proper functionality of the generator. The generator functioned as expected for the programmed parameters.

Event description:
Clinic notes were received with information that a patient was experiencing an increase in seizures starting on (B)(6) 2015. The patient went to the hospital on (B)(6) 2015 for an unconfirmed grand mal seizure. On (B)(6) 2015, no physical trauma was observed in the generator area, normal mode diagnostics indicated normal impedance, and the battery life indicator showed about 1/4 battery remaining. The patient had no medication changes, and it is unknown if the increase in seizures was above or below the patient's pre-vns seizure frequency baseline. The physician believed that the increase in seizures was related to the battery getting lower. The patient had prophylactic generator replacement surgery on (B)(6) 2015. Product analysis is currently underway but has not been completed and approved to date.